Event description:
Donor was donating plasma in 2003 and advised the floor supervisor that after their donation in 2003, donor had voided red urine. The floor supervisor immediately contacted the center medical supervisor (ms). Ms immediately disconnected donor from their 12/9 donation. Ms temporarily deferred the donor until center physician evaluated the reported issue.